Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported that the safety over the needle popped off onto the floor. Bd1-used bd vacutainer eclipse blood collection needle for lab draw or patient, went to engage safety over needle and safety popped off and onto floor .

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # 5105432 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # 5105432 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported that the safety over the needle popped off onto the floor. Bd1-used bd vacutainer eclipse blood collection needle for lab draw or patient, went to engage safety over needle and safety popped off and onto floor .

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported that the safety over the needle popped off onto the floor. Bd1-used bd vacutainer eclipse blood collection needle for lab draw or patient, went to engage safety over needle and safety popped off and onto floor.